Manufacturer narrative:
Other - IV pole with exposed sharp edges; bearing cap.

Event description:
It was reported by service report that the cot had a broken bearing cap and IV pole with exposed sharp edges. It is unknown if there was patient involvement or if there were adverse consequences to report.